Event description:
A doctor alleged that a patient had experienced a loose crown and broken tooth structure at the gingiva of tooth #10 which may have been related to the flexing of the fibrekleer 4x post approximately three (3) years after placement.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. Upon removal of the crown, the doctor reported that the post was flexible although it was solidly cemented, and slightly frayed at the coronal aspect. The doctor stated that the post would be removed during a future appointment with the patient. Multiple attempts were made to contact the complainant in order to obtain further information regarding the patient's current health status; however, the complainant has remained unresponsive. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.